Event description:
During routine testing of the device, the user reported the battery back up level indicator gauge was damaged. The user also reported the breaker switch flips off. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.